Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022: customer reported a false positive result followed by a negative result on the same day using cue covid-19 test for home and over the counter (otc) use (cartridge lot: 21630l and reader: 12102010097281). Customer had no symptoms and confirmed the cartridges were stored according to the instructions for use. Following the cue covid-19 test for home and over the counter (otc) use false positive result on (B)(6) 2022, the customer reported that two (2) pcr and two (2) lateral flow tests were negative. One of the pcr results was a randox pcr test, confirmatory test dates and other test brands are unknown.